Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2013 around 9:30 pm, customer was "not acting normal", so she tested his glucose and received a reading of 116 mg/dl on his adc blood glucose meter, which was higher than he felt. Caller further reported he was not breathing well, was not responding well, would not sit up and was unable to drink the orange juice she offered to him. Paramedics were called and upon arriving, approximately "less than 2 minutes later", received a reading of 40 mg/dl on their unknown brand of meter. Customer was treated on the scene with an intravenous infusion of unknown type. Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia and treated with additional unspecified intravenous infusions. Customer remained hospitalized for seven days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1362056) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.